Manufacturer narrative:
(B)(4). G2: foreign - canada. Visual examination of the returned product identified that product exhibits signs of use (gouges) on the pad, no damage to threads or any other part of the handle other than tool marks. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when at the end of a surgery nurse unscrewed the head of impactor, she saw a pieces of metal from the shaft coming off, from the screwing threads. There was no harm to the patient, no foreign body retained. Upon investigation it was determined that product exhibits signs of use, gouges, on the pad, no damage to threads or any other part of the handle other than tool marks. Attempts have been made and no further information has been provided.